Event description:
It was reported that there was a polarity switch to unipolar configuration. Also reported myopotential oversensing, low impedance, impedance variation more than expected, and a suspected insulation crush. The lead was explanted. No patient complications have been reported as a result of this event. A 3500a was received from the facility and further reported that a device check at the pacemaker clinic revealed a 'ventricular lead warning' due to a possibly damaged lead.